Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and was unable to confirm video failure; the video image was normal when the cable was connected to test equipment. The camera image quality test was performed and passed. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was flickering. The customer's biomed isolated the issue to the cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.